Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. In addition, the shorted c1 capacitor damaged components l1, l2, and d1 on the computer/analog board. The root cause for the shorted c1 capacitor could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective monitor and battery.

Event description:
A us distributor reported that an italian patient's monitor was unable to power on and one of the patient's batteries was unable to power on a monitor.